Event description:
It was reported that during the implant procedure, it was difficult to insert the atrial lead into the header of the pulse generator. After silicone oil was applied, the lead inserted into the device header and the procedure was completed successfully. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.